Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked to the extent that the touchscreen became unresponsive, preventing device shutdown and normal operation. Symptoms included no adverse clinical effects, as the user¿s blood glucose remained in range and the user transitioned to an alternative insulin therapy during the interruption. Outcomes included temporary loss of device function with continued therapy using an alternative method and no alerts or alarms reported. Investigation included troubleshooting and verification of device identifiers and logistics for replacement. Investigation of this device revealed a damaged display rendering the interface inoperable, consistent with a hardware screen failure. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device screen.